Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected and pressure tested. Results: the visual inspection revealed a hole on the side of the chamber dome. The hole has smooth edges with stress marks radiating out from it in four evenly spaced directions. The visual inspection further revealed the hole to have indents similar to that of a screwdriver. The hole on the chamber dome was covered to allow the chamber to be pressure tested. The pressure test revealed the chamber to be within the specification for this product. A lot check revealed no other complaints of this nature for this lot number. Conclusion: every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post-production. Due to the shape of the hole observed, the root cause of the damage could possibly be due to - damage during transport, storage of the device or the result of unconventional handling or misuse of the chamber. The device user instructions state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" "ensure there is water supply connected to the chamber and that water is present within the chamber". (B)(4).

Manufacturer narrative:
(B)(4).the complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(4) reported that there was leakage from the base of an mr290 autofeed humidification chamber during use. The hospital further reported that there is a hole on the side of the chamber.no patient consequence was reported.

Event description:
A hospital in (B)(6) reported that there was leakage from the base of an mr290 autofeed humidification chamber during use. The hospital further reported that there is a hole on the side of the chamber. No patient consequence was reported.